Manufacturer narrative:
The bwi failure analysis lab received the devices for evaluation. The analysis has begun but is not completed at this time. Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial #(B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial #(B)(4). Product: carto® 3 system, us catalog # fg540000, serial #(B)(4). Product: webster cs catheter with auto ID technology, us catalog # d135303, lot # 16109459. Product: soundstar¿ 3-d ultrasound catheter, us catalog # sndstr10, lot # s1406037. Manufacturer's reference # (B)(4).

Event description:
It was reported that a male patient, underwent a right idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered from a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. Initially, high impedance values were noticed on the generator between 120 ¿ 200 ohms with a same like product. The issue was resolved by exchanging for another thermocool catheter. After this, a perforation of the right ventricle was noticed and confirmed by intracardiac echocardiography (ice) and ultrasound. The patient fully recovered with no residual effects. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: irrigation flow of 2 ml/min.

Manufacturer narrative:
Manufacturer's reference # (B)(4). It was reported that a male patient, underwent a right idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and suffered from a cardiac tamponade, which required pericardiocentesis. The patient¿s medical history is unknown. Initially, high impedance values were noticed on the generator between 120 ¿ 200 ohms with a same like product. The issue was resolved by exchanging for another thermocool catheter. After this, a perforation of the right ventricule was noticed and confirmed by intracardiac echocardiography (ice) and ultrasound. The bwi failure analysis lab received the devices for evaluation. The returned device a was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, a deflection test was performed and the catheter passed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, an irrigation test was performed and catheter failed. Further examination revealed that the irrigation tubing was kinked inside the handle. However, this is not related with the perforation. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter a failed on irrigation test but the root cause of the perforation and the high impedances remains unknown. The returned device b was visually inspected and found in good physical condition. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter b passed all specifications. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required